Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed on the central part of the mitral valve. A second clip delivery system (cds) was advanced to be placed lateral to the first clip when it was noted the first clip had detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion, the slda was possibly due to the fragile leaflets. An attempt was made to grasp the leaflets with the second cds medial to the slda clip however was unsuccessful therefore the clip was not implanted and the cds removed. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and no lot-specific product quality issue from this lot. Based on available information, the reported slda resulting in unchanged mr was due to challenging patient anatomy. Lastly, the reported unexpected medical intervention was a result of case specific circumstances. Additionally, the reported patient effect of mr, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.